Event description:
It was reported that this lead was revised due to a possible dislodgement. The lead exhibited loss of capture (loc), the lead remains in service. No additional adverse patient effects were reported.